Event description:
The customer reported the c-arm will not move up or down after the reboot problem persisted. The case was completed with this unit.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep installed a new label cover and power supply.